Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient was bleeding from the garment. The patient's garment was digging into the patient's skin. The patient was given larger sized garments. The medical outcome of the skin irritation is unknown.